Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" from the freestyle libre 2 sensor for more than two hours. The customer was unable to monitor glucose and became hypoglycemic with symptoms of dizziness and shaking. The customer was unable to self-treat based on their symptoms and required treatment of sugar water by his partner. There was no report of death or permanent injury associated with this event.